Event description:
Intermittent discrepant glucose results; the following female pt examples were provided: pt 1, initial result gave 1 mg/dl; repeat gave 80 mg/dl. Pt 2, initial result gave 3 mg/dl; repeat gave 119 mg/dl. Pt 3, initial result gave 2 mg/dl; repeat gave 126 mg/dl. Pt 4, initial result gave 1 mg/dl; repeat gave 78 mg/dl. Pt 5, initial result gave 1 mg/dl; repeated twice giving 80 and 78 mg/dl. Pt 6, initial result gave 1 mg/dl; repeat gave 89 mg/dl. No erroneous results were reported. The field service rep could not determine exact root cause but noted a problem with the detergent valves on the reagent transfer heads and replaced the detergent valves. Performance tests were performed.